Event description:
It was reported that the machine had been connected to the patient for 1 week. The leak alarm began to sound while the patient was admitted. We proceed to change the machine for another without changing the cure and it works.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection was performed and showed the front, back and left enclosures are broken. Functional evaluation was performed and showed the motor is defective, fails the pressure test. We have established a relationship between the event reported and the device. The device is internally contaminated. The root cause is a defective motor. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.